Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an episode with over sensed noisy signals on the right ventricular (rv) lead and shock channels. There was a more than two seconds pause in pacing with asystole. The caller was unaware of any symptoms. All lead measurements appeared stable. Various procedures were recommended in order to identify the origin of the observed issues. The ICD remains in service at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an episode with over sensed noisy signals on the right ventricular (rv) lead and shock channels. There was a more than two seconds pause in pacing with asystole. The caller was unaware of any symptoms. All lead measurements appeared stable. Various procedures were recommended in order to identify the origin of the observed issues. The ICD remains in service at this point. No additional adverse patient effects were reported. Additional information as received mentioning that a new event with over sensed noisy signals was recorded. The patient experienced a more than two seconds pause. The impedances remain stable; therefore a lead issue was not suspected to be compromised. Reprogramming and procedural recommendations were given to the field representative: the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an episode with over sensed noisy signals on the right ventricular (rv) lead and shock channels. There was a more than two seconds pause in pacing with asystole. The caller was unaware of any symptoms. All lead measurements appeared stable. Various procedures were recommended in order to identify the origin of the observed issues. Additional information was received mentioning that a new event with over sensed noisy signals was recorded. The patient experienced a more than two seconds pause. The impedances remain stable; therefore, a lead issue was not suspected to be compromised. Reprogramming and procedural recommendations were given to the field representative: at this time the ICD has been explanted. The field representative was not aware of product return at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.